Event description:
The device was removed due to "part of the right tube from the pump to the cylinder was broken", secondary to a "fluid loss". As reportd to co by the physician/surgeons office, the entire device was removed and replaced with co's 2-piece inflatable penile prosthesis. However, upon receipt of the explanted specimen returned by the user facility, they returned the pump, cylinder(s); and stated on the paperwork enclosed, "reservoir left in pt".

Manufacturer narrative:
The pump was received and evaluated by the MFR. During functional testing a leakage site was detected between the pump serialized strain relief junction and cylinder #1. Microscopic examination of the pump was performed. The cross sectional surfaces of the leakage site were rough and irregular, indicating a tubing tear. Tubing abrasion was detected on the serialized tubing and on the neighboring inlet tubing. Based on the received info, and quality assurance's examination, qa concludes the following: 1) a tubing tear between the pump's serialized strain relief junction and cylinder #1 was the reason for removing the device. 2) based on the pattern of tubing abrasion, the pump's serialized tubing and inlet tubing were overlapped while in-vivo. 3) the tear was contributed to by stress(es) experienced by the device while in-vivo from device usage over time and the device's in-vivo positioning.